Event description:
It was reported to boston scientific corporation than a wallflex esophageal fully covered stent system was used during a gastroscopy procedure with esophageal stenting on (B)(6), 2011. According to the complainant, the patient had a benign lesion within the distal esophagus at the gastroesophageal (ge) junction. The patient had previously undergone a collis-nissen procedure. The indication for the stent placement procedure was dysphagia as a result of the lesion. The patient did not have tortuous anatomy and the lesion was not dilated prior to stent placement. During the procedure, the stent system was introduced into the esophagus and aligned using external markers that had been placed on the patient's chest. The stent was released under fluoroscopic visualization. No issues were encountered during stent deployment. The stent delivery system was removed from the patient. However, when the stent was inspected using a gastroscope, it was noted that the stent was at a 90 degree angle with the proximal stent opening pressing against the wall of the esophagus. The physician withdrew the stent from the patient using rat-tooth forceps. The procedure was completed with another wallflex esophageal fully covered stent. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "stable."

Event description:
It was reported to boston scientific corporation than a wallflex esophageal fully covered stent system was used during a gastroscopy procedure with esophageal stenting on (B)(6) 2011. According to the complainant, the patient had a benign lesion within the distal esophagus at the gastroesophageal (ge) junction. The patient had previously undergone a collis-nissen procedure. The indication for the stent placement procedure was dysphagia as a result of the lesion. The patient did not have tortuous anatomy and the lesion was not dilated prior to stent placement. During the procedure, the stent system was introduced into the esophagus and aligned using external markers that had been placed on the patient's chest. The stent was released under fluoroscopic visualization. No issues were encountered during stent deployment. The stent delivery system was removed from the patient. However, when the stent was inspected using a gastroscope, it was noted that the stent was at a 90 degree angle with the proximal stent opening pressing against the wall of the esophagus. The physician withdrew the stent from the patient using rat-tooth forceps. The procedure was completed with another wallflex esophageal fully covered stent. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the outer sheath and distal handle were fully retracted and the stent was fully deployed. The inner shaft was slightly kinked just distal to the stent holder. The outer sheath was also slightly kinked at approximately 95mm proximal to the distal end of the outer sheath. No issues were noted with the profile of the deployed stent. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch number. A labeling review was performed and, from the information available, this device was not used per the directions for use (dfu) / product label. The dfu states "the wallflex esophageal fully covered stent system is intended for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors, and occlusion of concurrent esophageal fistulas." However, the complaint states that the stent was intended to be used to treat a benign lesion. Therefore, the most probable root cause classification is user/use error.